Event description:
The article, "percutaneous closure of ventricular septal rupture after myocardial infarction: a case report of competing timelines in multifactorial shock", was reviewed. The article presented a case study of a 65-year-old female patient with a history of hypertension, type 2 diabetes, shortness of breath, chest discomfort, tachycardia, and acute hypoxic respiratory failure. The patient underwent emergent percutaneous coronary intervention with aspiration thrombectomy and deployment of a drug-eluting stent. Despite revascularization, the patient developed worsening cardiogenic shock, and an intra-aortic balloon pump (iabp) was placed. The patient developed ventilator-associated pneumonia with burkholderia cepacia, multiple episodes of ventricular fibrillation arrest on hospital days 7 and 8, and renal failure requiring continuous renal replacement therapy on hospital day 10. On hospital day 11, a 24mm amplatzer occluder device was selected for implant for percutaneous ventricular septal rupture closure. The device was implanted with residual shunting. In the following days after the procedure, the patient developed severe lactioc acidosis, leukocytosis, and a mixed venous oxygen content of 60%, which suggested combined septic and cardiogenic shock. Repeat echocardiography showed a decreased left ventricular ejection fraction of 31% and mild residual shunting near the inferior device rim. An impella cp was placed on hospital day 17 for worsening hemodynamics in the setting of septic shock. The patient's condition continued to deteriorate, and the patient passed away on hospital day 18. [The primary and corresponding author was thomas cook, doctor of medicine program, macon & joan brock virginia health sciences at old dominion university, eastern virginia medical school, norfolk, va, with corresponding e-mail: cookta@odu.edu.].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous closure of ventricular septal rupture after myocardial infarction: a case report of competing timelines in multifactorial shock b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
In a research article, "percutaneous closure of ventricular septal rupture after myocardial infarction: a case report of competing timelines in multifactorial shock", was reported residual shunt, hypotension, heart failure, sepsis, shock, and death was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported residual shunt could not be conclusively determined. The reported hypotension, heart failure, sepsis, shock, are likely a combination of patient comorbidities and cascading effects from the event. A cause for the reported death cannot be conclusively determined; however, it is likely from patient comorbidities and cascading effects from the event. A prolonged hospitalization and surgical intervention were a result of case specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: percutaneous closure of ventricular septal rupture after myocardial infarction: a case report of competing timelines in multifactorial shock b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure of ventricular septal rupture after myocardial infarction: a case report of competing timelines in multifactorial shock", was reviewed. The article presented a case study of a 65-year-old female patient with a history of hypertension, type 2 diabetes, shortness of breath, chest discomfort, tachycardia, and acute hypoxic respiratory failure. The patient underwent emergent percutaneous coronary intervention with aspiration thrombectomy and deployment of a drug-eluting stent. Despite revascularization, the patient developed worsening cardiogenic shock, and an intra-aortic balloon pump (iabp) was placed. The patient developed ventilator-associated pneumonia with burkholderia cepacia, multiple episodes of ventricular fibrillation arrest on hospital days 7 and 8, and renal failure requiring continuous renal replacement therapy on hospital day 10. On hospital day 11, a 24mm amplatzer occluder device was selected for implant for percutaneous ventricular septal rupture closure. The device was implanted with residual shunting. In the following days after the procedure, the patient developed severe lactioc acidosis, leukocytosis, and a mixed venous oxygen content of 60%, which suggested combined septic and cardiogenic shock. Repeat echocardiography showed a decreased left ventricular ejection fraction of 31% and mild residual shunting near the inferior device rim. An impella cp was placed on hospital day 17 for worsening hemodynamics in the setting of septic shock. The patient's condition continued to deteriorate, and the patient passed away on hospital day 18. [The primary and corresponding author was thomas cook, doctor of medicine program, (B)(6).